Event description:
The pt is pursuing a product liability claim arising out of the use of zimmer mmc cup 56mm/48mm code n. It was reported that the pt received an implant on (B)(6) 2010 and experienced pain, a revision surgery is scheduled for (B)(6) 2012. The pt is currently being monitored.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt has not been revised to date. The cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not been revised. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).